Manufacturer narrative:
The reported event was ¿the patient presented with tricuspid regurgitation¿. As received, a complete lead was returned in two portions for analysis. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted while manipulating and stretching lead due to procedural damage.

Event description:
It was reported that the patient presented with tricuspid regurgitation. The physician elected to explant the previously capped rv lead. There were no patient consequences reported.